Manufacturer narrative:
(B)(6). (B)(4). Investigation result: a visual examination of the returned complaint device revealed that the balloon did not have any visual defects. Functional evaluation was performed and the balloon was inflated; however, a leak was noted on the balloon due to a pinhole located near at the middle of the balloon. This failure is likely due to the manner as the device was handled and manipulated. It is most likely that the failure may be related to the balloon being pre-tested and the handling of the device have caused the damage found in the balloon, affecting the performance and intended purpose of the device and leading to the cause of the reported adverse event. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/ product label as the device was pre-inflated.

Event description:
It was reported to boston scientific corporation that a cre wire guided dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during preparation, the device was inflated prior to procedure and a hole was noted on the balloon. The procedure was completed with another cre wire guided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.